Event description:
The complaint/event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. Filter vent leakage was reported during an infusion of 5fu solution/medication. There were no obvious defects noted on the tubing set, such as cracks, or breaks with no any hole, cut, tears or any other defects noted. The product was stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. The tubing was replaced and therapy was resumed. There was no drug exposure to the patient or staff and no human harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of filter vent leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.